Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the patient had the pump filled today and they were at the facility with symptoms of somnolence and apneic. The healthcare provider (hcp) was not sure of the drug in the pump but thought it could be fentanyl. The hcp would be setting up a narcan drip. The hcp asked for a company representative (rep). The technician services (tss) connected the hcp to the national answering service (nas) to page the rep. Additional information provided from a healthcare provider (hcp) stated that the patient was presented to the emergency room (ER) on (B)(6) 2025 and they believe the patient was receiving too much pain medication. He stated that pt has been getting narcan. The pump was refilled yesterday prior to the patient presenting to the emergency room (ER). The healthcare provider (hcp) asked for a company representative (rep) to visit facility to interrogate the pump. The agent provided the contact information and instructions to call the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.